Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage during holiday. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.